Manufacturer narrative:
No visual inspection was performed as the lens remains implanted. The complaint can't be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age at time of event or date of birth: unknown. Sex/gender: unknown. If explanted give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptics stick, holding hands, and they are difficult to solve (remove). Additional communication on 12/02/2015 stated it is not known if the haptic stuck to the other haptic or if the haptic stuck to the optic. No patient injury reported. No further information is available.